Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his one touch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representatives (csr) documentation. The patient stated that the alleged inaccuracy began ¿2-3 weeks ago¿. At an unspecified date/time the patient obtained a blood glucose reading of ¿248 mg/dl¿ with the subject meter and ¿177 mg/dl¿ with another device (ultra), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with insulin (novorapid, protavarn; self-adjusting). The patient stated, ¿2-3 weeks ago at 5:00 p.m.¿ he tested his blood glucose and obtained a reading of ¿160 mg/dl¿ with the subject meter. The patient stated that he continued with his usual dose of insulin (novorapid, 11 units) in response to the alleged inaccurate reading(s) obtained with the subject meter. One hour later, the patient reported developing symptoms of ¿head sweat and legs sweat¿. The patient retested his blood glucose on another device (ultra) and obtained a reading of ¿56 mg/dl¿. The patient self-treated with ¿2 dextrose¿ and had food and/or drink. At 11:00 p. M. That same day, the patient retested his blood glucose and obtained a reading of ¿120 mg/dl¿ with the other device (ultra). During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.